Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and clips were used to hold suture. During the procedure, the clips were not clipping together on to the suture and not locking properly. The procedure was completed with a same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
Representative samples were returned for evaluation. They were visually and functionally examined and met the requirements.